Event description:
Customer reported the interconnect cable has a tear and the cooling fan is loud. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and cooling fan. System operates as intended.